Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump repeatedly alarmed no flow out. They stated that they did troubleshooting, including cleaning the pump but that it continued to alarm "when disconnected from the patient". The initial reporter stated that the pump rate was set to 40 ml/hr and run for 22 hours per day. They did not provide a dose setting. They stated that the patient was "100% pump dependent" but that they did try to use a syringe for bolus feeding and that the patient vomited blood. They stated they did go to the hospital with the patient. Mmdg followed up with the initial reporter, who stated that the patient was discharging from the hospital that day, which was the same day as the event. They stated that the patient was doing well and that their supplier did deliver a replacement pump. No other information was provided. [ (B)(4) ].